Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not able to connect to his ins. Communication bar stops at 60% and then the message 'no device found' shows. After some troubleshooting (handset off, reset communicator) it was  understood that the patient was not provided enough information on how to use the device, as he was quite confused. Asked the patient to remove the communicator from the case and place the blue side on his skin. After this procedure, connection was successfully and rapidly established. Was able to access application and distance telemetry also good. Provided general knowledge on device usage,  charging and maintenance. Then the patient called back stating he does not feel his therapy since this morning. We interrogated the battery together (all external devices work), therapy was on and settings have not changed but patient states not being able to feel it. Referred the patient to their health care provider (hcp).